Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the damaged hose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the hose was ruptured. It was further determined that the device failed pretest for visual assessment and hose assessment. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the hose tubing from the motor device was broken and there was a hole in the hose. During in-house engineering evaluation, it was noted that a photo was received for investigation. The received photo was reviewed and compared to a known good unit. It was found that the device failed visual inspection, as the photo showed visible damage to the hose. Based on the provided photo it showed what appeared to be a ruptured hose. There was five to ten-minute delay to the surgical procedure to switch to a new hose. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: photographic evaluation: the actual device was not returned for evaluation. A photo was received and reviewed. During the photographic review, it was determined that the hose was ruptured. Based on the investigation, the root cause for the found defect could not be fully determined because only a photograph was provided. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is improper handling. UDI: (B)(4).